Event description:
It was reported: disconnection. Entry description: details: patient was accompanied by parents to the playroom area. Rn passed by and patient¿s parents notified that the patient¿s connector for patient¿s blinatumomab became disconnected. Rn noted that the disconnection occurred above the turtleneck of the tubing. Rn ensured the patency of the port and connected patient back.

Manufacturer narrative:
(B)(4) luer lock disconnection initial/final: device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.